Manufacturer narrative:
D6b: explant date: 2019.

Event description:
A report was received that the patient was having infection at the ipg site. The patient will undergo ipg and leads explant. Additional information was received that all components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 5158709/ 5158717; model/catalog description: infinion cx lead kit, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having infection at the ipg site. The patient will undergo ipg and leads explant.